Event description:
It was reported the impedances were greater than 200 ohms. The device system is going to be replaced. No patient complications were reported as a result of this event. Additional information received reported the device was at eri.

Manufacturer narrative:
It was reported the impedances were greater than 200 ohms. The device system is going to be replaced. No patient complications were reported as a result of this event. Additional information received reported the device was at eri. No conclusion can be drawn impedance, high device remains activated low battery.